Event description:
It was reported that this patient's hip was experiencing issues post initial operation. It was stated that the patient was unable to walk and suffered pain post-operation. Patient had also passed away three months later. The reported information does not indicate initial procedure date or if a revision was performed prior to the death of the patient. Information regarding the nature of the patient's death was not provided. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.